Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The stem added to this report was not returned for examination. A worldwide complaint database search could not be conducted as the required lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood, tissue, and bone. Update rec'vd 4/2/2014- patient was revised to address pain. Infection was reported as possible, but not confirmed. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Revision operative note not included. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/27/2015.